Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl resulting in the customer having a diabetic seizure and losing consciousness. Customer received assistance from emergency medical services (ems) who administered an IV and the customers sister assisted the customer in consuming carbohydrates to address bg. Customer does not recall what fluids were administered by ems. Recommendation was made to consult with a healthcare provider to discuss diabetes management.